Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer declined troubleshooting with tandem technical support as she was busy at work and declined to provide further information. Cts made several attempts to contact customer however was unsuccessful. The customer reverted to alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.